Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, correction: medical device serial #, device manufacture date. Additional information : device eval by manufacturer? , reason code for no evaluation, if other specify , imdrf annex a,g,b,c,d codes,remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported dexmedetomidine (4mcg/ml/100ml) was programed at 1250 to infuse at 4.375 ml/hr (0.5mcg/kg/hour) however at 1500 the nurse reported that there was an air in line alarm and bag was empty. There was patient involvement but no harm.

Event description:
It was reported dexmedetomidine (4mcg/ml/100ml) was programed at 1250 to infuse at 4.375 ml/hr (0.5mcg/kg/hour) however at 1500 the nurse reported that there was an air in line alarm and bag was empty. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem, unique device identifier (UDI)#, report source other. Added pi to the unique device identifier (UDI)# field. Additional information: related report number grid.

Event description:
It was reported dexmedetomidine (4mcg/ml/100ml) was programed at 1250 to infuse at 4.375 ml/hr (0.5mcg/kg/hour) however at 1500 the nurse reported that there was an air in line alarm and bag was empty. There was patient involvement but no harm. A copy of the medwatch report from FDA was received as well as maude event, which states, "alaris pcu 15019180 and lvp channel 15113425 from [date redacted] between the time frame for [time redacted]. Bedside nurse was caring for a patient receiving a continuous dexmedetomidine infusion running at 0.5mcg/kg/hr to be administered at a rate of 4.375 ml/hr. Registered nurse (rn) replaced dexmedetomidine bag with new bag from pyxis (100ml bag/ 4mcg:1ml concentration). Neighboring rn who had hung this bag with bedside rn noticed around that the chamber infusing the dexmedetomidine was alarming and upon examination noticed the bag had run dry. Infusion rates were checked on pump and medication was appropriately programmed to run at stated dose/rate of 0.5 mcg/kg/hr : 4.375 ml/hr. There was no evidence of leaked fluid on the floor surrounding the pump or in patient bed near administration site. Biomed was contacted and entire pump was exchanged, with original pump given to biomed; new infusion started. Bedside rn did not observe any clinical changes to patient (heart rate, blood pressure, level of sedation) from the time initial bag was hung to the time it ran dry. Education and medical staff were notified of event promptly. The detailed data log from the pump is provided. Below is a summary detailing infusions occurring on the channel during that time frame. The pump was running at a rate of 4.375 and the clinical user made program changes to the vtbi a few times. There was only one alarm, "infusor occluded patient side" which usually does not indicate an empty bag, but is usually in reference to an occlusion on the patient side of the line. This error was corrected by the user and the infusion continued. The data logs also do not indicate any line changes made during this time frame. Biomedical engineering also ran a rate accuracy test on the channel to ensure proper function in accordance with manufacturing specifications. The results of this test passed within range. Equipment manufacturer has been notified, pump pc and channel sent in for full evaluation. Pending results of manufacturer equipment assessment."

Event description:
It was reported dexmedetomidine (4mcg/ml/100ml) was programed at 1250 to infuse at 4.375 ml/hr (0.5mcg/kg/hour) however at 1500 the nurse reported that there was an air in line alarm and bag was empty. There was patient involvement but no harm. A copy of the medwatch report from FDA was received, which states, "alaris pcu 15019180 and lvp channel 15113425 from [date redacted] between the time frame for [time redacted]. Bedside nurse was caring for a patient receiving a continuous dexmedetomidine infusion running at 0.5mcg/kg/hr to be administered at a rate of 4.375 ml/hr. Registered nurse (rn) replaced dexmedetomidine bag with new bag from pyxis (100ml bag/ 4mcg:1ml concentration). Neighboring rn who had hung this bag with bedside rn noticed around that the chamber infusing the dexmedetomidine was alarming and upon examination noticed the bag had run dry. Infusion rates were checked on pump and medication was appropriately programmed to run at stated dose/rate of 0.5 mcg/kg/hr : 4.375 ml/hr. There was no evidence of leaked fluid on the floor surrounding the pump or in patient bed near administration site. Biomed was contacted and entire pump was exchanged, with original pump given to biomed; new infusion started. Bedside rn did not observe any clinical changes to patient (heart rate, blood pressure, level of sedation) from the time initial bag was hung to the time it ran dry. Education and medical staff were notified of event promptly. The detailed data log from the pump is provided. Below is a summary detailing infusions occurring on the channel during that time frame. The pump was running at a rate of 4.375 and the clinical user made program changes to the vtbi a few times. There was only one alarm, "infusor occluded patient side" which usually does not indicate an empty bag, but is usually in reference to an occlusion on the patient side of the line. This error was corrected by the user and the infusion continued. The data logs also do not indicate any line changes made during this time frame. Biomedical engineering also ran a rate accuracy test on the channel to ensure proper function in accordance with manufacturing specifications. The results of this test passed within range. Equipment manufacturer has been notified, pump pc and channel sent in for full evaluation. Pending results of manufacturer equipment assessment.".

Manufacturer narrative:
Correction : describe event or problem, FDA notified?, report source other. Additional information : report source, related report number grid.